Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, resolving the issue without recurrence. The caller understood to contact support again if the malfunction code reappeared and was informed that they may continue using the pump.